Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 3 of 4. Reference MFR report: 3008829311-2017-00778. Reference MFR report: 3008829311-2017-00795. Reference MFR report: 3008829311-2017-00797. It was reported the physician suspected an infection was present at the patient's implantable neurostimulator (ins) site. The site was red, swollen, painful and had drainage present. Patient was placed on antibiotics. The following day, the physician determined the infection was spreading and the complete system was explanted.

Event description:
Device 3 of 4; reference MFR report: 3008829311-2017-00778, reference MFR report: 3008829311-2017-00795, reference MFR report: 3008829311-2017-00797. Follow-up information indicated the patient's infection has resolved.